Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped and the user inserted the iab into the sheath. At that time the iab became stuck in the sheath. As a result, the iab and the sheath were removed as one unit. Using the same insertion site, the md inserted a tokai sheath and 7 fr iab without complications. There were no reported pt complications. The pt has an infectious disease, and so the sample will not be returned to (B) (4). There was no reported delay in therapy.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.